Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the reporter, on 06/14/2026, the patient experienced a skin reaction with redness, inflammation/swelling and lump that extended beyond the patch perimeter. The skin reaction was treated with a prescription oral antibiotic (unspecified) twice a day for 5 days. At the time of the report, patient condition was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).